Manufacturer narrative:
Device information, as reported: codman catalog number 80-1273, spetzler malis disp forcep 8"l 1.0mm.

Event description:
The device tip had broken and disassembled, posing the risk of a small component being lost in a surgical site, during a procedure at the user facility. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
User facility declined product return.

Event description:
The device tip had broken and disassembled, posing the risk of a small component being lost in a surgical site, during a procedure at the user facility. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.